Event description:
The device was used during a laparoscopic appendectomy. Reportedly, the device misfired and the staples did not form properly. The second firing, the staples formed properly. After removing the trocars, the surgeon evaluated the specimen. The trocars were replaced and the base of the appendix was oversewed laparoscopically.